Event description:
Customer reported experiencing a low blood glucose level (bg), with the lowest recorded as 40 mg/dl. Customer consumed carbohydrates to address the low blood glucose and did not require assistance from others. Technical support found no issues with the pump during a system check, and they suggested the customer consult a healthcare professional to discuss potential factors affecting blood glucose levels. Reportedly, the customer¿s bg had increased to 66 mg/dl